Event description:
It was reported that, during a follow-up prior to an MRI procedure, an interrogation found the battery status had reached end-of-life back in 2021. The device had reached end-of-life in a little over 5 years. Technical services advised how to do an MRI when the device has reached end-of-life. There were no adverse patient effects. The device remains implanted.